Event description:
During a coil embolization procedure, the orbit rdfl complex fill coil (638cf0615) was inserted through a prowler-microcatheter (mc) into the aneurysm. During the introducing of the coil, it was noticed that the position had to be changed. During recovery of the delivery system, the coil stretched. However, by slowly withdrawal of the delivery system, the whole coil was recovered from the patient, and a new similar device was used in the patient. The product was stored per labeling instructions. No injury occurred with the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.